Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for amorphous, unruptured an internal carotid artery, c6 segment aneurysm with a max diameter of 6.1 mm and a 3.9 mm neck diameter. The landing zone was 2.8 mm distally and 3.5 mm proximally. It was noted that the patient's vessel tortuosity was moderate. It was unknown if the dual antiplatelet treatment (dapt) was administered. It was reported that an intermediate catheter and a phenom 27 microcatheter were used. During the procedure, the ped2 distal tip end of the stent failed to open. Multiple attempts were made to retrieve and redeploy the device, but it still could not be opened. After replacing with another system, the procedure was completed successfully. The angiographic result post procedure showed the vessel condition was good, with no rupture and no significant stenosis. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Or there was no patient involvement. Ancillary devices include a ton-bridge medical silver snake 6f 115 guide catheter.